Manufacturer narrative:
The candela quality department has made an additional 3 attempts to contact the site for follow-up photos of the injured patient involved in the event. Candela had left follow-up voicemails on 11/17/2015 and 12/2/2015 with no response from the site.

Manufacturer narrative:
Candela was provided a photo of the burns, which were reviewed by candela's clinical director, who suggested that the incorrect wavelength may have been used to perform the treatment. The candela sales manager followed-up with the site that performed the treatment and reviewed the operation of the device with the user. It was noted that the user may not have been aware that the incorrect wavelength was chosen. Based on the follow-up with the site, the selection of the incorrect wavelength for the treatment was likely a contributing factor to the injury.

Event description:
A candela sales manager reported that a patient received laser hair removal on the leg area and sustained burns on the treated area.